Event description:
A caller reported a minimum fill notification on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer, following instructions, removed the pump from its case, cleaned the pneumatic tap area with an alcohol wipe or lint-free cloth, reloaded the same cartridge, and successfully resumed insulin use.